Event description:
The technician reported the brakes will set but not hold. The bed was located in the hill-rom service center. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found during a between pt inspection the brake casters are worn most likely caused by normal wear and tear. The technician replaced all brake casters to resolve the issue. Based on this info, no further action is required.